Manufacturer narrative:
Medwatch field occupation - the occupation is patient.

Event description:
The customer complained of an issue with their coaguchek xs meter that may impact the interpretation of their results. The customer initially stated that their meter would not work and that they did not hear a beeping sound when inserting a test strip. After replacing the batteries, the date setting was checked where it was noticed by the customer that part of the displayed date was missing. The middle number, the day field, was missing. A display check was performed by the customer. The display checked showed that of the three 8's in the results portion of the meter display, only the 8 on the far right was displayed correctly. This could affect the interpretation of results. There was no allegation of results being misinterpreted. There was no allegation of an adverse event. The customer stated that the meter was not dropped or damaged. The meter was requested to be returned for investigation.

Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.